Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) were completed. Upon evaluation, the monitor and electrode belt were fully functional. Review of the pt's ECG and downloaded data indicates a life-sustaining rhythm prior to the device being shutdown at 06:00:00am on (B)(6) 2011. The pt passed away around 11:15:00am on (B)(6) 2011. The cause of the pt's death is unk. Belt: 12/2009.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, a (B)(6) male patient's wife contacted zoll and reported that the pt passed away. The pt's wife reportedly pressed the response buttons at one point during an alarm. Review of the event indicates that the pt experienced two inappropriate defibrillations. Dual-lead oscillating signal artifact contributed to the false detections. The response buttons were used continuously for 8 minutes about half an hour prior to the first shock. The response buttons were not used immediately prior to either shock. The pt later passed away.